Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. The complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. No information was available regarding the instruments used during the procedure. We cannot discern a root cause for this failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that when inserting a milagro advance screw, 7 x 23mm, it was observed that the implant broke. The surgeon completely removed the broken pieces and used another same type screw in the same bone tunnel. There were no patient consequences or delays reported. The sales rep reported that the procedure was a btb acl, the surgeon notched and that it was a 9mm tunnel. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.